Event description:
It was reported that the atrial lead was explanted and replaced due to an unspecified anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.